Event description:
The plaintiff alleges that on august 26, 1999, plaintiff was diagnosed as being allergic to latex and is now subjected to increased health risks. Plaintiff further alleges that as a result of this disease, plaintiff has suffered injury, pain and suffering, as well as economic loss.